Event description:
On 5/4/2006 that a customer had a problem with the spinal needle. The customer alleges "the doctor maneuvered a 22g needle into the si joint with the aid of a CT scan. As she prepared to remove the stylet from the needle it stuck before it came out. It was then noticed that the base of the needle which connects to the hub was loose and the doctor had to remove the needle and start again with a new one. This resulted in the patient being stuck a second time.